Event description:
It was reported that the surgeon reamed to a 4 on the acetabular side and went to implant the trident hemispherical solid back to 50mm cup. On initial impaction, the cup sat up 1cmm and surgeon had to take cup out and re-ream and reseat cup. The surgeon has seen this 4-5 times.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it was implanted. Additional information has been requested and if received, will be provided in the supplemental report. Device was implanted.

Manufacturer narrative:
(B)(6). An event regarding alleged seating/locking issue involving a trident shell was reported. The event was not confirmed. A review of the provided information by a clinical consultant concluded: "issue with reaming of trident acetabular component during total hip replacement in (B)(6)-year old female patient with severe osteoarthritis. According to the complaints report surgeon reamed to a 4 on the acetabular side and went to implant the trident hemispherical solid back to 50-mm cup. On initial impaction the cup sat up 1cm and surgeon had to take cup out and re- ream and reseat cup. The surgeon has seen this 4-5 times. The surgical report mentions acetabular reaming until size 49-mm and impaction of a size 50-mm cup but otherwise no reference to problems with cup seating. No radiographs available for analysis. This complaint belongs to the category of standard procedure-related aspects of arthroplasty as caused by the patient-related issue of variable bone quality, ranging between the extremes of clear osteoporosis and severe sclerotic bone with the surgeon being responsible for proper fit of the implants under varying conditions of bone quality with standard instruments. The medical records report very dense subchondral sclerosis being present prior to arthroplasty and as such provide adequate explanation for the root cause of the problem reported in conjunction with relatively young age of the patient which is another indicator for good bone quality. There is no evidence available in the current case to suggest that device-related issues have played a role while the discussed patient- and procedure-related factors should be considered more than adequate to have caused the problem with cup seating in the current case. As such, this per case has its root cause in an adverse combination of procedure- and patient-related factors and is not device-related." -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusion: the exact cause of the event could not be determined however the medical records report very dense subchondral sclerosis being present prior to arthroplasty and that this most likely was a factor in the reported event. It is noted in the surgical protocol that under reaming by 1 to 2mm of the actual trident hemispherical shell size is recommended to achieve interference fit and the amount of interference fit should be determined intraoperatively based upon the patient's bone quality.

Event description:
It was reported that the surgeon reamed to a 4 on the acetabular side and went to implant the trident hemispherical solid back to 50mm cup. On initial impaction the cup sat up 1cmm and surgeon had to take cup out and re-ream and reseat cup. The surgeon has seen this 4-5 times.